Event description:
It was reported that an unexpected reset occurred. There was no reported adverse impact to customer's blood glucose level. The customer reverted to manual injections for insulin therapy.